Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. There is no information given as to the date of death for the patient; therefore, the date of death included in this report is purely an estimate. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Correspondence was sent to the author requesting additional information, with no reply as of the time of this report. Referenced article: " antitachycardia pacing for very fast ventricular tachycardia and low-energy shock for ventricular arrhythmias in patients with implantable defibrillators. American journal of cardiology. 2013;112(8):1153-1157.¿(B)(4).

Event description:
A journal article was reviewed that contained information regarding an implantable cardioverter defibrillator. The patient was noted in the article as deceased with no further information available. Further follow up did not yet yield any additional relevant information regarding the event.